Event description:
A report was received that the patient is experiencing pain at the pocket site. The physician recommended exploratory surgery to open up the patient's pocket site for examination. The patient needs to have her gallbladder removed and has not decided on when this pocket revision will take place. The patient has not decided to take further action due to other medical reasons unrelated to the scs device.

Manufacturer narrative:
This is the final report.